Event description:
It was reported that an alert for high, out of range hv lead impedance was observed. During an induction test, the vf was detected, and the device began to charge without delivering therapy. External defibrillation was delivered to convert the rhythm. After the test, the device went into backup vvi with therapy disabled. The device was explanted replaced. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of high, out of range hv lead impedance was confirmed in the laboratory. X-ray analysis identified a broken ground case wire as the cause for the high impedance. The reported field event of backup vvi was confirmed in the laboratory via review of the device image. A power-on reset occurred during high voltage therapy delivery. The cause of the power-on reset could not be conclusively determined.